Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 352 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus and manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea and thirst. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering because blood glucose was not going down. The insulin pump will not returned for analysis. The reservoir will not return for the analysis.